Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation of device flag files, the monitor was intermittently resetting. The cause for the resets was isolated to a defective u104 pxa component on the monitor c/a board. The root cause for the intermittent u104 component could not be positively identified. No adverse event resulted from the defective u104 pxa component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's wife called zoll customer support to report that the patient's monitor was resetting. The patient was issued a replacement monitor.